Event description:
During a procedure to implant a biventricular defibrillator lead wire, the guide wire broke off in the subclavian vein. The broken wire was successfully retrieved using a snare. There was no patient injury, but the procedure time was increased by several hours.